Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00025. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a robotic assisted gynecological procedure on (B)(6) 2010. During the procedure, the blade slowed down then seized and stopped altogether. A second device was used to continue the procedure with no adverse pt consequence.